Event description:
Customer called lfs in 2002 alleging their ot ultra meter was reading inaccurately high. Pt stated pt is using an insulin pump and that pt rides their bike to and from work. Pt stated that pt tests their blood sugar before leaving home and before leaving work; if their blood sugar is below 100 mg/dl pt will not ride immediately after testing. In 2002 customer was getting ready to leave work so pt tested their blood sugar on their meter and obtained a reading of 101 mg/dl. Because the reading was over 100 mg/dl pt decided to ride their bike home. On the way home pt stated pt went into a seizure and a concerned citizen called 911. The fire department arrived and tested their blood sugar, obtaining a result of 32 mg/dl on their meter. They gave pt two tubes of glucose and waited for the ambulance. When the ambulance arrived they tested their blood sugar on the emergency medical technician's meter and obtained a reading of 60 and 58 mg/dl. The pt stated the pt began seizing in the ambulance so they placed pt on IV glucose. At the hospital their blood sugar level went to 139 mg/dl on the hospital meter. The pt was monitored and released from the ER the same day. Customer has rec'd the new meter and the pt is happy with the new meter. Customer's control solution was expired, the pt stated pt did not use it frequently.